Event description:
A malfunction was reported on the pump, which had a cracked screen prior to the issue. The customer's blood glucose level exceeded an unspecified high value, labeled only as "high." There was no adverse impact on the customer's blood glucose level since they managed the high glucose with a correction injection via multiple daily injections (mdi) without needing third-party assistance. Technical support assisted the customer with resetting the pump; however, the malfunction recurred, leading to a decision to replace the pump. Although the pump was out of warranty, the customer had already ordered and received a new pump from tandem, and no further action was necessary as the customer continued to rely on mdi.